Event description:
The reporter stated the device exploded. No one was hurt. But the patient described that when they woke up in the morning, their oxygen wasn¿t working. They keep the oxygen in another room so they didn¿t know initially what was wrong. When they checked on the machine, the cabinet was broken in half and there were plastic parts strewn about the room. When the dealers technician showed up, it was just as described. The cabinet looks like pressure had built up and literally ¿popped¿ the cabinet in half, breaking the unit at the seam. There are multiple pieces of plastic from the inside of the unit that were on the ground in front of the unit and broken pieces inside the cabinet.

Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. Based on the allegation this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return for further evaluation. This device was over 5 years old at the time of this incident which is past the 3-year service life listed in the manual. If a different root cause is determined, a supplemental record will be filed.